Event description:
It was reported that there was an under infusion of propofol (100ml at 10mg/ml) to an intubated patient admitted for acute raspatory failure. The titratable infusion was started at 1739 at an initial rate of 1.9ml/hour with access using b braun introcan safety 2 IV cath 20g IV in left posterior hand. However, the patient awoke unexpectedly while intubated. The clinician noted none of the propofol was not dripping from the bag. The tubing was changed and the patient required an increased dose of propofol to achieve sedation.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem. Additional information: concomitant med prod data, device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an under infusion of propofol was not replicated during device testing and could not be confirmed through review of the logs. The suspect pump module was tested for timed rate accuracy by programming a one-hour infusion at the reported rate of 1.9 ml/hr and the test results show the device was infusing within specification. The pump module was also tested for occlusion alarms and it was observed that it properly detected and alarmed for patient side occlusions. The suspect device was externally and internally inspected to identify any details that may be associated with the reported issue. No issues or malfunctions related to the reported incident were observed. All inspected parts are manufactured by bd. The system was powered on (B)(6) 2025 at 5:20 pm and was set to pump pressure mode. ¿yes¿ was selected for new patient and ¿yes¿ was selected to confirm the current profile, which was ¿adult ¿ cc & medsurg¿. A safety clamp open alarm was observed at 5:32 with a duration of three (3) seconds. The drug ¿propofol¿ (drugid=(B)(4)) at a concentration of 1000 mg/ 100 ml was selected at 5:37 pm. The infusion was started as a weight-based infusion at 5:38 pm. The infusion rate was 1.9 ml/hr and the volume to be infused (vtbi) was 100 ml. The dose was calculated at 4.8793 mcg/kg/min. Four (4) auto-restarts were observed between 5:40 pm and 5:47 pm due to high patient side pressure, for a total duration of 11 seconds in which the infusion was paused, and at 5:48 pm the infusion was paused and then manually restarted. The infusion was paused once again at 5:50 pm. The unit was channeled off at 5:52 pm. The system was powered off on (B)(6) 2025, at 1:36 am. No other infusions were programmed on the suspect pump module on the day of the incident. The volume infused between 5:38 pm and 5:52 pm was recorded at 0.357 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. Auto-restarts are a part of the system¿s downstream occlusion detection system designed to minimize nuisance, patient-side occlusion alarms. Allows system to automatically continue an infusion following detection of a patient-side occlusion if downstream pressure falls to an acceptable level within a 15-second checking line period. If this feature is enabled, checking line function occurs when downstream pressure exceeds pressure limit. In pump pressure mode: pressure limit is a function of flow rate and is automatically determined by device. If downstream pressure decreases to a predetermined level (below 50% pressure limit) during 15-second checking line period, infusion automatically continues. If condition is not cleared within 15 seconds, a partial occlusion - patient side alarm occurs. Pump mode: downstream occlusion alarm threshold is 525 mmhg at flow rates of 30 ml/h or greater. For rates less than 30 ml/h, occlusion pressure is rate-dependent to ensure rapid response to occlusions. The root cause of the report of an under infusion of propofol could not be identified. The suspect pump module was found to be operating as intended. The infusion was briefly interrupted by four (4) auto-restart instances occurring between 5:40 pm and 5:47 pm; however, the accumulated time in which the pump was not infusing amounted to a total of eleven (11) seconds, as such, it would not explain the reported under infusion event reported by the facility. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an under infusion of propofol (100ml at 10mg/ml) to an intubated patient admitted for acute raspatory failure. The titratable infusion was started at 1739 at an initial rate of 1.9ml/hour with access using b braun introcan safety 2 IV cath 20g IV in left posterior hand. However, the patient awoke unexpectedly while intubated. The clinician noted none of the propofol had infused and the medication was not dripping from the bag. The tubing was changed and the patient required an increased dose of propofol to achieve sedation.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.